Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not required. The customer did not question any other assays or results. The physician's belief that interfering substances may have caused the erroneously high tsh results could not be confirmed because no sample was submitted for interfering substances testing. Therefore, no root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted from january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that reproducible erroneous high tsh (thyroid stimulating hormone) results were obtained on their access 2 immunoassay system and the results were reported outside the laboratory. Qc (quality control) is run daily in the lab and was within specifications during the event. A physician questioned the results because they did not match the patient's clinical history. The patient is a dialysis patient who has been testing high for the tsh assay over the last year. The doctor suspected that there was some type of interference affecting the results. The doctor had the patient discontinue the use of levothyroxine medication. The customer provided the results of the analyses. The customer requested that bci test the sample for interfering substances, but there was no enough sample volume left for testing. Bci followed-up with the customer at a later date in order to obtain a new sample for testing but the patient had not returned to the hospital since the event.